Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with damaged housing. Functional testing found that when the motor was activated the device exhibited "error 1871." The investigation determined that an issue with the motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited error code 1871. No patient involvement.